Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional multi link 8 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The vessel was pre-dilated with two 3.0x12mm and 3.5x12mm non-abbott balloons. A 3.5x12mm multi-link stent met resistance during advancement and the stent shaft became kinked. Force was applied and the proximal shaft separated. The separated portion was simply withdrawn and dilatation of the vessel was performed again with a 3.5x12mm non-abbott balloon. A 3.0x12mm multi-link stent was attempted to advance; however, resistance was noted and more force was applied. The proximal shaft separated and the separated portion was simply withdrawn from the anatomy. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress were confirmed. The reported difficult to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that while the multi-link 8 stent delivery system was being advanced, resistance was felt and use of force was applied. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) state: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2017/excessive force was added.